Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon would not deflate post stent deployment. The lesion being treated is a 90% stenosed, mildly calcified mid circumflex (cx). IV heparin and versed were administered to the pt during the procedure. The physician predilated the lesion with a balloon (type and size unknown). The physician then successfully deployed a taxus express2 8.8% 2.5 mm x 16 mm drug eluting stent, using a bmw guide wire and a fl4 guide catheter in the mid cx. There were no difficulties encountered when inflating the balloon. After deployment, the physician dialed the indeflator down to zero and then pulled back to negative. Under fluoroscopy the balloon did not deflate. The physician waited for 15 seconds and then disconnected the inflation device. The physician then connected a 20 cc syringe to the balloon and pulled negative several times. The physician disconnected the syringe and connected the inflation device again to the balloon. He attempted to deflate the balloon again with inflation device. The physician then pulled the balloon out of the stent, up the vessel and into the guide catheter. By doing so, the physician was able to remove the balloon from the pt. The balloon had deflated partially when pulled back into the guide catheter, otherwise it was still inflated. The balloon was inflated for about 30 seconds before the physician removed it from the pt. The pt suffered no injuries and is reported in stable condition. Plavix and aspirin were administered post procedure and will be continued indefinitely.